Event description:
It was reported that the patient presented with redness at the implant site and fever. The patient was treated with antibiotics and the device was explanted. Patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.